Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she was experiencing a "calcode issue" with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that she manages her diabetes with insulin, 40 units of humalin 70/30, and took her usual dose of medication on (B)(6) 2011 at 2:30pm. Half an hour later, the patient discovered that the subject meter was allegedly set to the incorrect code number. One hour after the reported issue began, the patient claimed to have developed symptoms of "shakes" and on the same day at 4:35pm, the ems was called in and treated the patient with glucose tablet/glucose gel. The cca was also informed by the patient the following day, (B)(6) 2011 at 4:00am; her blood glucose level was tested on an ER/hospital meter and obtained a reading of "175mg/dl". During troubleshooting, the cca was able to walk the patient through recoding the subject meter as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue occurred.